Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis, fibrin in the pd catheter (not a fresenius product) and drain complications. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis was diagnosed prior to hospitalization. It was stated the patient was experiencing symptoms of abdominal pain. On (B)(6)2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria streptococcus gordonii. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The cause of the peritonitis was not clearly established. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis, fibrin in the pd catheter (not a fresenius product) and drain complications. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis was diagnosed prior to hospitalization. It was stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023 the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria streptococcus gordonii. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The cause of the peritonitis was not clearly established. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of streptococcus gordonii which are bacteria that can be found in the mouth. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be established. However, it is possible the peritonitis was attributed to a breach in aseptic technique (such as not wearing a mask) during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.